Event description:
On 6/17/1999 customer ran a valproic acid which resulted as <10ug/ml. Result was questioned by physician, sample was rerun producing a result of 103ug/ml. Customer repeated on different axsym and a result of 98ug/ml was obtained. Customer stated that she didn not know if clot was present in sample or if bubbles were in reagent pack.